Event description:
The surgeon reported restoration modular stem prosthesis, stem is 14mm diameter x 195mm long and proximal component 19mm diameter x30 mm height needs revision. (B)(6) 2014: the sales rep confirmed that the patient is being revised due to infection. The surgeon plans to remove the components and insert cement spacer. The surgeon stated that the infection has nothing to do with stryker products.

Manufacturer narrative:
The catalog number and lot code were not provided. The device was reported as an unknown restoration modular stem 14mm diameter/195mm long. The other device noted at this time is an unknown proximal component 19mm diameter x30mm height. It was noted that additional information would be provided at a later date. A supplemental report will be submitted upon completion of the investigation. Device not available.